Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist (mss) requested the csr follow-up with the patient. The patient stated that the meter issue began on (B)(6) 2016 although was unable to recall the exact time, when she allegedly obtained a blood glucose reading of 174mg/dl using the subject meter compared to a result of 64mg/dl obtained from an emergency services (ems) meter, both measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. The patient stated that she manages her diabetes using insulin (self-adjusts) and reportedly drank some additional orange juice in response to the reported issue. The patient claimed experiencing symptoms of ¿blacked out¿ for a short time although it is unclear whether the symptoms began before or after the alleged product issue began. The patient was reportedly found by a third party and taken to the ems where her blood glucose was measured using an ems meter with a reading of 64mg/dl (time not specified). The patient reportedly received hcp treatment of food/drink in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Although the patient was unclear whether the symptoms occurred before or after the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.